Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient and the hcp via the rep. It was confirmed that the patient's weight loss was not due to the device/therapy. The cause of the discomfort at the ins pocket site was due to the weight loss that occurred around the ins site; the ins had become more superficial. It was also confirmed that the overdischarge that was identified on (B)(6) 2018 had not been resolved on that day due to the patient's time constraints, so no attempts had been made to resolve it that day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient had seen their doctor for discomfort at the ins pocket site. The patient had lost some weight since implant. It was also reported that due to patient compliance, the ins had gone into overdischarge, and was confirmed by the rep on (B)(6) 2018. The hcp decided the ins pocket will be revised, and the ins would be replaced with a newer ins model since the patient has had compliance issues with recharging the ins. No further complications were reported or anticipated.